Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received one (1) used reservoir cassette. Two (2) customer images were returned showing the black particulate within the cassette. As received, a particulate matter (pm) was observed on the cassette. Upon further inspection the black pm was located, and it was determined to be located within the fluid path (cassette bag). The pm was captured and it is believed to be parent material from the bag. The complaint of particulate matter internal to device can be confirmed. The probable cause is due to wear on the tube cutting blade, creating particulate matter. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a black particle was found floating inside the cassette. Two pictures have been attached. The defect was detected during the final check of the device, by the final checker at production site. There was no patient involvement.